Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the lamp did not operate properly, and it is estimated that the indicated phenomenon was caused by the failure of the power supply unit. Other inspections findings is as follows: use of lamps that are not made by olympus. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the power supply was damaged and there was no power. The problem, as reported to olympus, was identified during maintenance of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus; at this time the evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.